Event description:
It was reported to lifecell that the patient, with a history of fascial dehiscence and fistula takedown repair, underwent abdominal wall reconstruction with the device utilized to close open abdomen. On pod 4, upon reoperation, device was noticed to be partially torn and reabsorbed; device was explanted. Absorbable mesh was used for repair. The patient underwent skin grafting and has been discharged home. Due to condition of the graft (returned to lifecell in formalin), only visual inspection was possible, which was inconclusive.

Manufacturer narrative:
Method of evaluation: (to be specified): inspection of the returned device. Review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results of evaluation: due to condition of the device (returned in formalin), only visual inspection was possible, which was inconclusive. Review of the device history record revealed no deviations associated with the nature of this complaint. To date, of the 193 devices processed for lot s10670, 145 devices have been distributed with 13 devices that were reported as having been implanted; one other complaint reported against this lot that was evaluated as unrelated to the device. Conclusion: no conclusion can be drawn due to lack of information. Lifecell will file follow up report if additional information becomes available.